Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not connecting. The customer confirmed that no one was able to log in to the machines, stating they were unable to authenticate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not connecting. A technical support specialist dialed in to server and reviewed error logs, which showed active directory authentication failures due to invalid credentials. Attempts were made to restart active directory and active web services, and information technology rebooted the server and user identity continued to fail, and stations were not communicating. Replication issues caused by updates to the customers domain controllers were identified as the root cause. After validation by the customers information technology team across affected facilities, users were able to log in successfully and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist inspected the issue.